Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the clinician that the patient experienced having pauses of up to five seconds and received device shocks. The right ventricular (rv) lead triggered a lead integrity alert (lia) for high non-sustained ventricular tachycardia episodes and sensing integrity counter (sic). It was noted that the rv lead exhibited oversensing and noise on current and stored electrograms (egm).  The ventricular oversensing resulted in inhibition of pacing, inappropriate episode detection, and shock. It was also noted the lead trends showed a decrease in rv lead impedance, diminished r-wave sensing, and an increase in rv threshold. Additionally, the left ventricular (lv) lead exhibited impedance variation and unstable thresholds. The leads remain in use. No further patient complications have been reported as a result of this event.